Event description:
Dealer called stating that the consumer was shopping when the left leg of the walker allegedly unlocked, causing the leg to swing inward. Consumer lost balance and allegedly fell but was not injured. The pin allegedly went up into the bar as consumer was utilizing the unit.